Event description:
(B)(4). After having the essure coils inserted in 2009, I quickly started noticing more and more problems that I now believe are totally related to essure. I was informed by my physician that the essure would make my monthly periods more bearable, with less cramping and less bleeding. This was not the case at all! My periods quickly became more and more painful, with very heavy bleeding, cramping, and large blood clots. I had almost constant pelvic pain, which was almost always accompanied by uterine cramping. I began losing my energy, and had body pains all the time. I was eventually diagnosed with fibromyalgia, but no medication that I tried for the fibromyalgia helped ease my symptoms. My hair started falling out in large amounts. My thyroid levels and vitamin d levels were so low that I had to be prescribed medication for both of those issues. I experienced constant sharp pain in my right hip as well as my lower back, for which I had to have numerous injections and procedures done on. I gained about 80 pounds, even though my eating habits hadn't changed. I always felt a cloudiness, or as some people describe, brain fog. My memory quickly became worse, as I would forget what I had just walked into another room for. I had a hysterectomy in 2015, and although some of my symptoms have gotten better, there are others that are still there.